Manufacturer narrative:
A green reload was returned fired, all pushers deployed, and no staples were lodged in the cartridge. The blade was removed, and no damage was found. No product issue was identified, however that return material authorization was cancelled and intuitive surgical, inc. (Isi) has since received 4 additional green sureform 60 reloads for failure analysis evaluation. However, as of the date of this report, the evaluation of the stapler reloads has not been completed. A review of the sureform 60 stapler logs shows that the instrument was installed on the system 8 times and fired 2 green reloads. On installs 1 and 2, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 3-8, the stapler failed to initialize with the system. The failure parameters indicate that high drivetrain friction was detected in each instance. The instrument was then removed and not used again in the procedure. There were no stapler-related errors found.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the sureform 60 stapler instrument fired a green reload on the lumen, which did not seal, creating a hole in the staple line. One side of the lumen, closer to the rectum, remained open after the reload was fired. This event occurred during the second stapler fire of the procedure. There were no issues with clamping, and there was no bleeding due to this event.

Manufacturer narrative:
Two sureform 60 stapler instruments were used during the procedure. A review of the stapler logs determined that the sureform 60 stapler (part number: 480460-09/ lot number: k12231026-0148) was the first one used in the procedure. No reloads were returned. Based on log review the instrument was found to have a high drivetrain friction initialization failure. This stapler was received for evaluation. The housing was removed, and the I-beam was driven out. Visual inspection found the instrument to have a staple lodged in the I-beam assembly. Increased drivetrain friction can be due to a staple lodged in the path of the I-beam. When tested in-house, the instrument passed recognition and engagement, clamped, unclamped, and fired as expected. A review of the second sureform stapler 60 instrument (part number: 480460-09/ lot number: k12231026-0147) used showed the instrument was installed on the system five times and fired 4 green reloads successfully. No relevant errors were observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: it was reported in the initial medwatch report that product was received and analyzed for this event. However, the customer later reported that the products returned were for a different event and that no product is available for evaluation for this event. Note: the products received were from the same customer but unrelated to this event. For reference see MFR report number 2955842-2024-15651 and MFR report number 2955842-2024-15652 for the returned product related events.

Event description:
Refer to h10/h11 for follow-up information.